Event description:
Reporter indicated that vns pt was hospitalized in ICU for heart arrest. The pt reportedly had a seizure and went into cardiopulmonary arrest. At some point during hospitalization, the pt aspirated and subsequently experienced elevated white blood cell count that led to viral infection. The pt continues to have frequent seizures. Treating neurologist indicated that he was not sure whether the pt's medical issues were related to the vns and that he was considering temporarily discontinuing stimulation to see if the pt's condition improved.

Event description:
Further follow-up revealed that the pt passed away within one month of the reported hospitalization. An autopsy was performed. The death certificate listed the immediate cause of death as bilateral aspiration pneumonia, due to (or as a consequence of) cerebral hypoxic injury and myocardial ischemia, due to (or as a consequence of) cardiopulmonary arrest with seizure activity, unspecified. Other significant conditions contributing to death, but no resulting in the underlying cause was listed as temporal lobe eiplepsy. The manner of death was not determined. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Manufacturer narrative:
The supplemental report #1 inadvertently did not check death as the type of reportable event with the new information available.